Manufacturer narrative:
Corrected data: h6 (type of investigation code ¿10¿ was inadvertently omitted from the initial report) h10: per the information obtained from the customer, it is unknown whether there was deviation from instructions for use (IFU) in reprocessing steps for the area where the foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following section of the instructions for use: IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection states how to detect the event. IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during evaluation of the returned device, the colonovideoscope exhibited foreign material exiting from the air/water nozzle. There were no reports of patient involvement.